Manufacturer narrative:
The device history record for lot 75da2823 was reviewed. No anomalies were noted on the lot release paperwork. Reload device was returned for investigation, and the complaint was confirmed. It is possible the stapler was fired on too thick or tough tissue, but this could not be confirmed. Observation of the knife blade appears to indicate the reload was fired over another staple line, but the surgeon stated that this was not the case. The current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the surgeon identified malformed staples on the right side of the cut line near the distal tip of the staple line. Patient information was not provided. Patient impact was additional surgical intervention. The patient has now recovered and has been discharged. The disposable stapler handle was disposed of an was not available for return, but the reload used during the event was returned for investigation.